Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to advance the catheter through the connector was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong nxt distal connector piece. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated, and the characteristics observed which supported this type of failure included: an attempt to insert a 4fr groshong nxt clearvue catheter into the distal connector piece failed. The catheter would pass through the clear strain relief sleeve but would not pass through the bore of the distal connector the distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position premature advancement of the compression sleeve appears to have contributed to the reported event; however, the specific circumstances surrounding how the sleeve came to be advanced were ultimately unknown. Insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after inserting the catheter into the patient, the staff attempted to thread the catheter sleeve onto the catheter but were unable to do so. Health professional then opened a different product, removed the catheter sleeve, and used it successfully. There was no reported patient injury.